Event description:
A trilogy evo, international device was reported to have an "inoperative" message on the display when the device was switched on. There was no allegation of patient harm. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.